Event description:
Transfer of patient from wheelchair to bed using vl 450 and large sling. Leg straps on sling broke causing patient to fall to the floor. Injury reported was a deep laceration to lower left leg. It is noted that it was unknown how laceration happened. Sling being used was extremely worn. Management understands that sling was extremely worn and probably shouldn't have been used for transfer. Sling used in transfer was taken out of service and one other sling at the facility was also taken out of service when report was taken. Vl 450 works fine and has no problems with lift itself. No records were found concerning the checklist for slings used at facility. Inservice was scheduled at the facility for 2008.

Manufacturer narrative:
Inservice scheduled 2008. Investigated all slings at facility and took one more sling out of service while there. Dvd inservice video left at facility at time of report. Explained to facility that slings need to be examined before each use and documented on chart showing such. The sling used in this incident was placed in a bag and kept by the risk manager. Vl 450 was checked over and works properly. Accident report is also included in this report.